Manufacturer narrative:
10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter postal code:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor overinfused medication to the patient. The medication delivery completed six hours earlier than expected. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d4: lot #: 22j031 (previously submitted as ni). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). H4: the lot was manufactured from september 22, 2022, to september 23, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.